Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that after an intraocular lens (iol) was implanted into a patient's eye, the lens dropped to the posterior segment. The procedure was completed with no reported patient harm. Additional information has been requested.